Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that the catheter was implanted on (B) (6) 2009. When the patient was being repositioned on (B) (6) 2009, the side port disconnected from the introducer, which resulted in the catheter being open to air. No further information is currently available.